Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn was drawing labs and noticed patient's chemo port leaking and bubbling. Under closer inspection, port needle was faulty and had a hole in it. The patient is 3yo and had to be re-accessed in the middle of the night after already being poked and prodded all day because of a new diabetes diagnosis." At what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Infusion what was infusion when the leak was discovered? Sodium chloride 0.9 % with potassium chloride 10 meq/l infusion what type of catheter securement was utilized? Centurion sorbaview shield contour ref:(B)(4).

Event description:
It was reported "rn was drawing labs and noticed patient's chemo port leaking and bubbling. Under closer inspection, port needle was faulty and had a hole in it. The patient is 3yo and had to be re-accessed in the middle of the night after already being poked and prodded all day because of a new diabetes diagnosis." ¿ at what point during device use was the leak discovered (i.e. Insertion, infusion, removal)was the catheter fracture internal to the patient or external? Infusion. ¿ what was infusion when the leak was discovered? Sodium chloride 0.9 % with potassium chloride 10 meq/l infusion. ¿ what type of catheter securement was utilized? Centurion sorbaview shield contour ref:sv430udt.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set luer hub was confirmed. One proximal luer hub of an infusion set was returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. A small amount of extension tubing was observed within the distal end of the returned luer hub. The observed characteristics of the fracture surface found on the returned sample are consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) and/or tensile (pulling) stresses, suggesting that securement, access, and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this event. A lot history review (lhr) of asfuf078 showed no other similar product complaint(s) from this lot number.